Event description:
Customer reported the system is not displaying any images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the display adapter and image processor boards. System operates as intended.